Manufacturer narrative:
Service in the field was performed on march 16, 2017. The replaced resonator s/n (B)(4) was returned to the manufacturer on march 22, 2017. Product evaluation: the resonator evaluation was completed on april 28, 2017. The reported issue of fiber port overheat was confirmed. It was determined that the coupler lens was burnt on fiber side, pins on the coupler cable assembly were corroded, the coupler was stuck and frozen indicator was purple. The coupler lens with holder, coupler cover and desiccant were replaced. Resonator power was re-peaked and a new test report was completed. Probable root cause: based on analysis results determined that the probable root cause was due to damaged optic and coupler cable assembly.

Manufacturer narrative:
Device evaluated by manufacturer: updated, device evaluation codes: added, device codes: updated. System analysis performed on march 15, 2017: verified reported problem of fiber port overheating. It was determined to be the result of a faulty resonator. Service repair completed on march 16, 2017: the resonator was replaced. System was tested and verified to function according to manufacturer's specifications.

Manufacturer narrative:
Date of event: added, event description: updated, report source: corrected.

Event description:
Additional information: the fibers were "used for less than a second" before overheating.

Event description:
It was reported that during a bph surgical procedure, a "fiber port overheat" message was observed. The fiber was exchanged and the same problem persisted with the second fiber. The procedure was completed using an alternative procedure (turp). Patient complications: "none".

Manufacturer narrative:
Device available for evaluation updated, device evaluated by manufacturer updated. Service in the field was performed on march 16, 2017. The replaced resonator s/n (B)(4) was returned to the manufacturer on march 22, 2017.